Event description:
During knee surgery, the guide wire broke after the drill was withdrawn. The surgeon was able to remove the broken piece, however, there was a delay of 50 minutes. There was no pt injury or complications reported.